Manufacturer narrative:
The device was discarded by the customer which prevents a full investigation and analysis of the root cause of this event. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction. Device discarded by customer.

Event description:
The affiliate in (B)(4) reported, "sample goes into vacuum tube."